Manufacturer narrative:
Complaint no: (B)(4). The device was received and the evaluation is complete. During the event history log review, an increased intra-peritoneal volume (iipv) event was identified. The cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume event was identified which occurred in the therapy initiated on (B)(6) 2015 at 10:39:44. During night drain cycle one, the patient's ultrafiltration reading was 297ml, indicating the home patient drained 297ml more than their maximum programmed fill volume of 100ml. No additional information is available.